Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened representative unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was received with 39 staples cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The reported complaint of "misfire/jamming - multiple staples firing" could not be confirmed based upon the sample received. The customer returned one unopened representative unit of 528235 visistat 35w 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block individually without re-opening. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.